Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized bench technician discovered that the ac module for the unit was defective and making a hissing noise. There was no patient involvement.

Manufacturer narrative:
Updated "remedial action initiated" and "if action reported to FDA" fields as case was determined to fall under fco. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.